Manufacturer narrative:
On 06-may-10, device qc performed.

Event description:
Initial report: this spontaneous case was reported on 04-may-2010 by a customer and involves a female pt. She had been treated three times with poly-l-lactic acid (sculptra) in the area of her nasolabial fold. Application dates: (B) (6) 2009, middle of (B) (6) 2009 and (B) (6) 2009. The pt developed fast increasing granulomas which were pressing in the direction of her eye. The granulomas were like a string of pearls directly along the application site (deeply under the skin). Some of them with a diameter of 1.5 cm. Medical history included hashimoto's thyroiditis (insufficient control by drug(s) in 2009) and herpes labialis during the second application of poly-l-lactic acid.